Event description:
The distributor reported that the lead was removed. Post operation, the patient reported no feeling on her left side and the next day, had some sensational feeling in her left arm and no feeling from the waist on the left side. The patient also reported that her bowl, bladder control and kidney were affected.